Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The recipient's hearing performance with the device is affected, the responses were very poor from the beginning. The recipient was reportedly irregular for the therapy and mapping sessions.

Event description:
The recipient's hearing performance with the device is affected, the responses were very poor from the beginning. The recipient was reportedly irregular for the therapy and mapping sessions. No trauma has been reported. The recipient was re-implanted on (B)(6) 2019.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. However to determine an exact root cause a device investigation of the explanted device is necessary. Furthermore, contradictory information regarding a full insertion at initial implantation has been received. Information on the implant registration card states that two channels were left outside of cochlea, but the device explantation report form states that a full insertion was found at explantation surgery. The concerned device was explanted but has not been received for investigation yet.

Manufacturer narrative:
Damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. Additionally, an incomplete insertion during implantation surgery is reported with 2 channels out of cochlea. The investigation results appear to match the problems mentioned in the recipient report. This is the final report.

Event description:
The recipient's hearing performance with the device is affected, the responses were very poor from the beginning. The recipient was reportedly irregular for the therapy and mapping sessions. No trauma has been reported.the recipient was re-implanted.

Event description:
The recipient's hearing performance with the device is affected, the responses were very poor from the beginning. The recipient was reportedly irregular for the therapy and mapping sessions. No trauma has been reported. Re-implantation is considered but no date has been scheduled yet.

Manufacturer narrative:
According to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. Furthermore a complete insertion of the electrode array could not be achieved at initial implantation. According to the implant registration card two channels were left outside of cochlea. However to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.